Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received cartridge alarm 19 during the load process with multiple cartridge. The customer also reported that the pump displayed a data error message, however was unable to confirm the alert number. The customer reported that the pump logs had been erased. Additionally, while contacting tandem technical services, the customer stated experiencing high blood glucose (bg) level of 300 mg/dl which was corrected with a bolus to address the bg level. The customer stated that the cause was due to eating. The customer reported would use manual injections as alternate insulin therapy.